Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial flutter using an intellanav mifi open-irrigated catheter the irrigation tubing broke. The tubing built into the catheter handle broke about two hours into the ablation procedure and saline began to leak from the proximal end of the handle. They exchanged the catheter and were able to complete the procedure without patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure to treat atrial flutter using an intellanav mifi open-irrigated catheter the irrigation tubing broke. The tubing built into the catheter handle broke about two hours into the ablation procedure and saline began to leak from the proximal end of the handle. They exchanged the catheter and were able to complete the procedure without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.